Event description:
It was reported that the level 1 hotline low flow system (hl-390) was leaking from tubing connection site. The product problem was discovered during preventative maintenence. There was no patient involvement.